Manufacturer narrative:
(B)(4). The product was returned with the membrane loosely folded and blood found on the exterior of the catheter. No blood was observed inside the iab catheter. One kink was found on the catheter tubing approximately 67.8cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported ,by the physician, that during intra-aortic balloon (iab) catheter therapy a hole in the balloon membrane was discovered. The product was never inserted into the patient but was exposed to blood. The iab was replaced with a new iab. There was no injury or harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up for its return. (B)(4)

Event description:
It was reported, by the physician, that during intra-aortic balloon (iab) catheter therapy a hole in the balloon membrane was discovered. The product was never inserted into the patient but was exposed to blood. The iab was replaced with a new iab. There was no injury or harm to the patient.